Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in inappropriate automatic mode switch (ams) episode. Programming changes were made. The patient was in stable condition throughout.